Event description:
According to the reporter, the patient underwent allogeneic orthotopic liver transplantation under general anesthesia. The operator used unopened non-absorbable monofilament polypropylene suture, which showed no visible abnormalities and was within the validity period, and operated according to the instructions for use. The instrument nurse handed the properly held non-absorbable monofilament polypropylene suture to the surgeon for vascular suturing of a bleeding vessel. After suturing, when preparing to tie the knot, the suture broke, resulting in the inability to close the vessel and caused intraoperative bleeding. Upon discovering the bleeding, the surgeon immediately removed the broken suture, while the instrument nurse simultaneously replaced it with a new non-absorbable monofilament polypropylene suture for re-suturing. After the new suture was used instead to complete vascular closure, the surgery continued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.